Event description:
It has been reported to philips that the system could not boot up and a blue screen was observed. The system was not in clinical use when the issue was observed. No harm has been reported to philips. Philips has started an invetigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing , fse identified blue screen issue with host pc which caused the reported issue . The fse replaced host pc hdd and reinstalled host pc sw (disc bay bypass) and reinstalled flex pc sw (disc bay bypass). After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.